Event description:
A talent aortic-uni-iliac (aui) stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that after the talent aui device was implanted, the final angiogram showed an apparent type iii endoleak, due to a hole in the graft fabric. The physician elected to deploy a second talent aui stent graft over the first talent aui graft, which successfully resolved the issue. No additional clinical sequelae were reported, and the patient is fine. Please note that this model number auf2416c126axh is not approved in the united states; however, it is similar to the af2414c140xh, which is approved in the united states.

Manufacturer narrative:
(B)(4). Evaluation: results: (endoleak), (graft material). Conclusion: (graft material). (B)(4).